Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a malfunction stopping all insulin deliveries. During troubleshooting with tandem technical support the malfunction was able to be cleared. Customer's blood glucose level was 188 mg/dl.